Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was a difficulty in inserting the lead to the patient's new implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) advised that the polyetheretherketone (peek) material allows for rotation of the helix and suggested options to use mineral oil or sterile water, which was successful. The ICD remains in service. No adverse patient effects were reported.